Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial (ra) lead was dislodged. The patient developed pleuritic chest pain post procedure and had a small to moderate pericardial effusion with no evidence of tamponade. The lead had penetrated the right atrium and caused a hematoma and pulmonary emboli. The ra lead was explanted and replaced. The right ventricular lead had small r-waves, but remains in use. No further patient complications have been reported as a result of this event.